Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen. According to the patient, on approximately (B)(6) 2025, the dexcom cgm displayed 14.0 mmol/l, while the blood glucose meter displayed 22.0 mmol/l and the patient experienced hyperglycemia with ketone values (no value provided) and was hospitalized. There was no documentation about the medical intervention provided nor the treatment. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.